Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the patient's programming history on (B)(6) 2011 it was discovered that on (B)(6) 2009 a faulted system diagnostics test occurred that changed the patient's settings to system diagnostics test settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min. The patient left the clinical visit at these incorrect settings and it wasn't until the patient's next visit on (B)(6) 2009 when the settings were corrected. Training will be provided to the physician to remind him of the need to perform a final interrogation to make sure the patient is at the correct settings before they leave the clinical visit.